Event description:
Customer reported an issue with panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and an issue was identified with the system's wireless transceiver.